Event description:
It was reported the customer experienced high blood glucose levels, and has difficulty lowering her blood glucose levels sometimes. Reportedly, customer believes her scar tissue is the cause of her elevated blood glucose level.

Manufacturer narrative:
No product returning for eval. Should new info become available, a supplemental form will be submitted.